Event description:
Total hip arthroplasty was performed on 7/8/97. Revision of the modular head and acetabular liner occurred on 11/29/97, due to dislocation. A mallory/head ringloc shell and contrained acetabular liner were used with a skirted modular head component. This combination is contraindicated in product labeling.